Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no known impact to the customer¿s blood glucose level. The customer cleared the alarm and successfully resumed insulin deliveries. No additional occlusion alarms occurred. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.